Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd received 1 sample and 3 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode of embedded foreign matter was observed. However, additive abnormality was not observed following analysis of the customer samples and photos. There are no issues with the additive, it is a normal appearance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg that there was clumped and discolored additive inside one (1) tube. Foreign matter also appeared to be embedded inside the tube wall. There was no health impact or consequence reported.